Event description:
CT scan on (B)(6) 2022 indicated possible outflow graft thrombus or twisting; (B)(6) 2022 coumadin therapy maximized. Patient scheduled for admission "(B)(6) 2023" for work-up of outflow graft. On "(B)(6) 2023" admission pt complaint of persistent dyspnea on exertion without noted edema. Operation performed (B)(6) 2023 with removal of bend relief which allowed removal of fibrous material compressing the outflow graft.